Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a stent retriever, a non-penumbra short sheath, and a guidewire. During the procedure, the physician successfully completed one pass using a combined technique with the red62, velocity, and stent retriever. Upon completing the second pass using only the red62, the physician experienced resistance while removing the red62. Upon removal, it was noted that the distal length of the red62 had fractured from the middle cerebral artery (mca) to the common carotid artery (cca). It was reported that the physician attempted to remove the distal fragment several times using two stent retrievers; however, it could not be retrieved. The procedure ended at this point. It was reported that the vessel remained occluded, and the ischemic lesion progressed. The physician reported that the ischemic lesion progression is related to the red62. On (B)(6) 2025, the patient underwent a decompressive craniectomy to reduce intracranial pressure. The patient is currently hospitalized in the intensive care unit and remains in critical condition.

Manufacturer narrative:
Additional health effect impact codes that also apply to this complaint: 4624 (surgical intervention) 4614 (serious injury/ illness/ impairment). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on (B)(6)2025: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a stent retriever, a non-penumbra short sheath, and a guidewire. During the procedure, the physician successfully completed one pass using a combined technique with the red62, velocity, and stent retriever. Upon completing the second pass using only the red62, the physician experienced resistance while removing the red62. Upon removal, it was noted that the distal length of the red62 had fractured from the middle cerebral artery (mca) to the common carotid artery (cca). It was reported that the physician attempted to remove the distal fragment several times using two stent retrievers; however, it could not be retrieved. The procedure ended at this point. It was reported that the vessel remained occluded, and the ischemic lesion progressed. The physician reported that the ischemic lesion progression is related to the red62. On (B)(6) 2025, the patient underwent a decompressive craniectomy to reduce intracranial pressure. It was reported that the patient spent weeks hospitalized in the intensive care unit in critical condition. The patient was then transferred to the sub-intensive department and is currently conscious but not independent.

Manufacturer narrative:
Evaluation of the returned penumbra system red 62 reperfusion catheter (red62) confirmed that the catheter was fractured. Evaluation also revealed stretching near the fractured location indicating the red62 was likely retracted against resistance. If the red62 is retracted against resistance, stretching and subsequent fracture may occur. The root cause of resistance during the procedure could not be determined. Further evaluation revealed the strain relief was stretched and kinks on the catheter shaft. This damage was incidental to the reported complaint. The kinks may have occurred during packaging for return to penumbra and the root cause of the strain relief stretching could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.